Manufacturer narrative:
Correction is required because the device was returned. Device available for evaluation?: yes, device was returned on 03/01/2016. Device returned to manufacturer: yes. The cartridge was returned to the manufacturer for evaluation. Residue of viscoelastic ovd (ophthalmic viscoelastic device) were detected inside the cartridge tube, indicating the device was handled and prepared for surgical use. Visual inspection at 10x microscope magnification was performed and stress marks were observed. The cartridge tip was deformed. The reported complaint issue was verified. Since the lot number for the cartridge was not known, manufacturing records were not reviewed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. Based on historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency despite the return sample confirming the reported complaint. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an emeraldc30 cartridge unit box was opened, the surgeon observed that the tip was deformed. The surgeon did not use the cartridge. No patient contact thus no patient injury. No further information was provided.